Event description:
It was reported that the patient experienced some withdrawal symptoms with swelling at the pocket site and leakage of clear fluid from the incision. X-ray revealed that the catheter was disconnected from the pump. The pt was taken to surgery for catheter revision. Upon opening the pocket, it was determined that the pocket was infected. The pump was removed. The catheter was left in place. The catheter was sutured closed to prevent cerebrospinal fluid leakage. The pump will be replaced in a few months. No pt outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.